Manufacturer narrative:
(B)(4). Concomitant medical products: item # 22-301303, item name, arcos con sz c std, 60 mm ha, lot / software release # 786450. Item # 22-300919, item name arcos 19 x 190 mm spl, tpr dist ha, lot / software release # 415840. Item # 11-107018, item name freedom constr hd, 36 mm t1 std, lot / software release # 386980. Item # 11-107324, item name freedom std face, liner sz 25, lot / software release # 073060. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. X-ray review noted overall fit and alignment of the implants is appropriate. Osteopenia is present. Fractures are seen involving the greater trochanter, lesser trochanter as well as the lateral cortex of the proximal to mid femoral diaphysis distal to the third cerclage wire. There is also a suggested fracture involving the medial cortex of the proximal femoral diaphysis in between the 1st and second cerclage wire. There appears to be possible fracture involving the superior cerclage wire medially. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial right hip surgery on an unknown date and was revised due to osteolysis around a well-fixed implant on (B)(6) 2015. Subsequently the patient reported severe limp using one crutch for support walking maximum distance at follow up visit on (B)(6) 2016. Additional information has been requested, but not yet received.

Manufacturer narrative:
Upon reassessment of the event it was determined that the complaint is not reportable and the initial report is submitted in error and should be voided.